Manufacturer narrative:
Corrected device code: 3009. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? How was the distal suture end managed? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date post-op did the patient present with symptoms? What date was second surgical intervention performed on the patient? Is the suture still implanted in the patient? Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement or during any re-operation? What was the appearance of the fixation tab during the second surgical intervention? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "the suture loosened following the procedure" ? Which of the following occurred post-op: did the suture knots untie post-op initial procedure? Yes. Did the suture break post-op causing the suture to loosen? No. Did the fixation feature /tab not engage post-op in the tissue causing the suture to slip and loosen? Yes. Did the fixation feature /tab break post-op causing the suture to slip and loosen? It was not broken but untie. Was any action taken on patient post-op to revise reported event? If yes, what? Patient was subjected to additional surgical intervention from the surgeon? Was there any medical /surgical intervention/re-suturing/revision procedure performed on patient post-op? Yes. Patient current condition? Fine.

Event description:
It was reported that a patient underwent a mastectomy in (B)(6) 2019 and a barbed suture was used. Post-op, the suture loosened. The suture knots untied, and the fixation feature /tab did not engage post-op in the tissue causing the suture to slip and loosen. The patient underwent an additional surgical intervention by the surgeon. The current condition of the patient was reported as fine.